Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that when the patient would get up from sitting, they would get a shock right above their ins. The patient stated that their ins location is near their hip, within four to five inches. The patient reported that when they would bend a certain way, they would experience a jab feeling, almost like a wire was loose and jabbing into their skin. It was confirmed by the patient that there were no falls or traumas that may have led or contributed to the issue and has not changed their stimulation. It was noted that the issue had been going on for about two weeks. It was recommended that the patient meet with their healthcare provider (hcp) to check their ins. No further complications were reported/anticipated. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the issue had been gradually coming on. The patient stated that she would occasionally get severe pain around the battery. The patient had tried turning off stimulation to see if it was something else but the shocking only happened when the stimulator was on. The issue was not resolved and the patient noted that the battery was 7 years old and they would go with it until it died because they had been denied a replacement by their insurance.